Event description:
The manufacturer received information that a trilogy evo ventilator failed calibration for the active exhalation control module (aecm) verification. A field service engineer attended the customer site to address the issue. No harm or injury was reported; there was no patient involvement. On device evaluation, the alleged calibration failure was confirmed. The three-way solenoid valve and active exhalation module required replacement to address the calibration failure. The field service engineer confirmed that the customer requested philips to perform the repair. The field service engineer replaced the evo 3 way solenoid valve and aecm and performed a complete product validation test as per the manufacturer's specifications.

Manufacturer narrative:
The device components were returned to the product investigation laboratory (pil) and investigated with the following findings: product investigation lab (pil) is able to confirm the failure of the trilogy evo solenoid valve. Pil concludes that the component does not operate properly due to suspected contamination. Product investigation lab (pil) is unable to confirm the complaint of the trilogy evo proportional valve. Pil concludes the component operates properly.